Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the external power led does not illuminate. There was no adverse patient impact reported.

Event description:
The customer reported that the external power led does not illuminate and the battery does not charge. There was no adverse patient impact reported.